Event description:
It was reported that "pt broke the extended connector small on one side, and on the other side the rod broke. We removed the broken instrumentation and reinstrumented with new extended connectors small, as well as new rods on the bottom of the construct. He came in for scans (B)(6), and had the revision on (B)(6), 2011. He was climbing out of bed what the breakage occurred."

Manufacturer narrative:
The connector also reported with this event is: xia titanium 4.5 extended connector small cat # 48135103 lot# 086429. Add'l info has been requested and if made available will be reported in a supplemental. Method, result, and conclusion will be made available following an engineering eval.